Manufacturer narrative:
This supplemental report is being submitted to provide the additional information received and correction for previously submitted report. Correction h6 removed health effect impact code f26. Correction h6 removed medical device problem code a040101 and a150101 / added a0401 and a040610. Correction h6 investigation conclusion removed d12. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. However, the most probable cause could be the use of a high-frequency processing instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use electrosurgical knife tip was melted and lost. There was no patient involvement.